Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) was confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to a cut wire in the monitor's electrode belt cable receptacle. The root cause for the cut wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.